Event description:
Customer sent a work order with description of defect unknown. Device evaluation found distal end defects (the acoustic lens surface is damaged). Found gap at the tip adhesive part of the device. Stain entered inside the lens through the gap. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation and inspection found distal end defects (gap at the tip adhesive part). Acoustic lens surface is damaged. A gap has appeared on the acoustic lens surface. Stain could enter through the gap. Furthermore, the following defects/findings during device evaluation were noted: color loss of suction cylinder identification index due to deterioration due to stress during (clean disinfect sanitize) cds. Color loss of the identification index of the air supply / water supply cylinder due to deterioration due to stress during cds. Angle knob play due to stretch of angle wire. A discoloration of rubber adhesive part. S cover damage. Damage to the operating part due to physical load. Damage to the operating part due to the application of scientific load. Water and air leaks from forceps channel pinholes. Sensitivity abnormality of ultrasonic image. Sound line omission due to disconnection of ultrasonic cable. Investigation is ongoing. This report will be supplemented accordingly following investigation.